Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the reference electrode, reference electrode block, reference valve, ise (ion-selective electrolyte) tube set, and repaired an air leak in the tubing to the reference valve which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous potassium (k) patient results for three (3) patients on their au480 clinical chemistry analyzer. The erroneous results were reported out of the laboratory and were later amended. The customer stated one (1) patient received treatment based on the false result. The customer did not provide patient demographics and units of measurement.